Event description:
The customer received a blood glucose reading of 599mg/dl on the breeze2 meter, re-tested on a different meter and the reading was 246mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. At the request of the customer, a new meter was sent. He was unable to provide strip information.